Event description:
It was reported that the device was not used during an implant procedure. When the physician plugged ventricular lead into the device, it was noted that the set screw was stripped. The physician elected to use a different device. A new device was implanted without issue. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of ventricular set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.